Event description:
It was reported by the patient that although the remote monitor did appear to be receiving power, it did not respond to the start button. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the voltage on the power supply was out of specification. With this condition the monitor was not able to power up using the returned power supply.